Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's scs ipg was inoperable and no longer able to be charged. As a result, surgical intervention took place on (B)(6) 2024, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.